Event description:
After an estimated implantation period of approx. 30 months, an intermittent loss of capture on the ventricular channel was reported. No adverse patient side effects have been reported. The lead was explanted and the pacemaker replaced.

Manufacturer narrative:
We received the implant date. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis, the device was visually inspected revealing burn marks on the pacemaker housing most likely as a result of the use of a cautery tool as mentioned in the complaint description. This may has contributed to oversensing and pacing inhibition. The pacemaker was interrogated and the memory content was analyzed. A bipolar lead failure was documented, detected on (B)(6) 2018. The unipolar lead impedance was found to be in range. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration were proven to be normal and as expected. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.